Event description:
Star total ankle replacement tibial component and sliding core mobile bearing was exchanged to provide the pt with a custom implant.

Manufacturer narrative:
Add'l removed components: sliding core mobile bearing. Model#: 99-0028/14; lot#:1009078; expiration date: 05/01/2018; device manufacture date: 05/01/2013; there were no deviations reported in the DHR for part no. 400-263, lot no 130314/0106, or part no. 99-0028/14, lot no. 1009078. All released parts were within spec. Visual examination confirms marks consistent with removal of device and show insignificant wear. Previous revision surgery (MDR 3006340913-2013-00059) performed as temporary solution. Surgeon ordered the custom implant at time of first revision knowing this second revision would most likely be required.